Manufacturer narrative:
Final analysis found the insulation adjacent to the small sealing rings was measured to be out of specification.

Event description:
It was reported that the lead could not be inserted into the atrial port of the device. The lead was not used and a new lead was implanted.